Manufacturer narrative:
Results of investigation: vyaire medical tested and evaluated the defective component in the failure analysis lab, the supplier manufacturing defect was found by the supplier as the battery separator was damaged due to extrusion, during welding.

Manufacturer narrative:
Vyaire medical complaint number: (B)(4). Results of investigation: a visual inspection of the battery did not show any signs of any physical damage. Without charging the battery or installing it into a unit the output voltage was reading 13.27v. The battery was then installed into a known good top-level unit and powered on and only cycled at a volume of 800ml. The unit gave a low battery alarm immediately and failed at around 13 minutes. The battery was then charged the minimum 24 hours as the recommended maintenance. There was evidence that the battery was "deeply discharged". The battery lasted 17 minutes until it stopped delivering breaths. The battery was not lasting the minimum 40 minutes.

Event description:
It was reported to vyaire medical that the internal battery on the unit alarmed "battery low". There was no patient involvement associated with this reported event.